Manufacturer narrative:
A brand name, UDI or manufacturer lot code were not provided. The reported brand name is the default for when tampon brand was not given. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The consumer stated that the tip of her tampon pulled off like a piece of cotton during removal and tampon pieces remained inside of her. She indicated that the event occurred with three quarters of the box used. She visited a doctor to verify that no pieces remained.